Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 44 mg/dl and it was addressed by eating sugar/peanut candy. Reportedly, the customer administered a bolus and did not eat any carbohydrates.